Event description:
It was reported that the patient implanted with this pacemaker system recently had shoulder surgery. It was determined that a signal artifact monitor (sam) episode was stored at the time of the procedure and the minute ventilation (mv) feature was disabled due to cautery electromagnetic interference (emi) noise with oversensing with no indication of pacing inhibition greater than two seconds. Additionally, high out-of-range pace impedance measurements greater than 3,000 ohms and impedance "noise" were recorded at that time as well. Technical services (ts) discussed that the patient will have to visit the clinic in order to have the mv sensor programmed back on. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.